Event description:
Tip of baxter clearlink continu-flo solution set broke off while disconnecting from dialysis catheter. Clearlink system continu-flo solution set 60drops/ml baxter 2c8546, lot #: r24a23086, expiration date: 01-24-2026.